Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout )

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the control body corroded, the mechanical base plate corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the root brace rubber (lg control body) cut, the remote control buttons cut, the root brace rubber (lg connector) cut, the aft suction tube dirty, the bending rubber worn out, the insertion flexible tube worn out, the distal body worn out, the segment worn out, the light guide cable worn out, the ccd module with drive pcb defective, and the u/d and the r/l pulley wires rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.